Manufacturer narrative:
The reported complaint could not be confirmed. Per the field service representative (fsr) damage was noted to the connector of the cable. The air bubble detector (abd) was replaced. The unit operated to the manufacturer's specifications. The suspect parts were sent back for evaluation. During laboratory analysis, the product surveillance technician (pst) observed no failure of the abd to detect air or liquid. The connector of the cable was found to be damaged, but since no failure was detected, the damaged connector was not found to be the root cause of the issue. The pst connected the abd to a bubble detect module using the damaged cable, and connected the module to a system 1 simulator and central control monitor (ccm). He inserted tubing half filled with water into the abd. When exposed to liquid, no alarm occurred, and when exposed to air, an alarm occurred. No failures were observed. The device operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Per the user facility's perfusionist, there was no error message being displayed only an alarm. The abd was hanging from a screw mount and it may have been bumped causing the alarm. This complaint is related to (B)(4) / medwatch #1828100-2019-00096.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the air bubble detector (abd) was alarming. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.